Event description:
It was reported that when using the bd pyxis¿ es server, the order with odd hours was not working. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the orders with old hours not working. The technical support specialist (tss) dialed into the server, identified that the fqdn seems only dispense at particular time and would not work at other timings. Tss stated that the repeat pattern code was mis mapped and no issue with the settings. All orders were crossing without any failure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the order with odd hours was not working. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the order with odd hours was not working. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.